Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product has not yet been evaluated. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that the endpiece of the applicator inner shaft broke off and stuck in the applicator knob. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The investigation of the complained articles has shown that the button of the applicator inner shaft is indeed broken off in the rear area. The knob has deformations on the rear cap. These deformations are a result of exceptionally strong hammer blows. It is possible that high mechanical overload has led to the breakage of the button. Placeholder.